Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has experienced sensor reading discrepancies. It was stated that in one accusation the insulin pump went into threshold suspend and when customer checked his blood glucose it was at 100 mg/dl. Customer stated that he has noticed that the issue tends to happen on the 5 and 6 day of use of the sensor and it would be kinked when removing. Nothing further reported.